Event description:
The patient was implanted with a left ventricular assist device. It was reported that a low speed advisory, low flows and a pump stop were noted in the system controller data log file. The patient did not recall hearing an alarm. The patient's lactate dehydrogenase (ldh) level was elevated; the specific value was not provided. A CT scan showed a kinked outflow graft. On (B)(6) 2015, the outflow graft was stented. The patient's ldh level reportedly decreased and flows improved post-stenting. However, by (B)(6) 2015 the patient's ldh level was greater than 1400u/l and occasional pump power spikes were noted. The patient subsequently received a pump exchange on (B)(6) 2015 for suspected pump thrombosis.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The report of a low speed advisory was confirmed based on the submitted log file, and the report of a kinked outflow graft was confirmed based on the submitted photos. The log file contained approximately 49 days of data, which captured one low speed advisory alarm. Besides this one event, the pump appeared to be operating normally with pump power, flow, and pi ranging within normal limits. No other adverse alarms were captured in the log file. The patient had reported elevated ldh, reduced lvad flows, and a CT scan revealed a kinked outflow graft. The outflow graft was stented, ldh decreased, and the flows improved. Photos, x-rays, and scans of the kinked graft and the implanted stent were submitted. The report of suspected thrombus was also confirmed based on the evaluation of vad-56794. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a large, denatured thrombus ring adhered to the inlet bearing ball and inlet bearing cup. The inlet bearing cup had been unseated from its bore of the distal-side of the inlet stator during disassembly. The thrombus ring appeared to have develop in laminated layers, which indicates that it was present while the pump was operating. Examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it were present in the outlet stator cannot be conclusively determined, the deposition appeared denatured and the contact on the outlet bearing cup and outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevations in ldh. Also, the depositions would have created additional resistance on the spinning rotor, contributing to the reported power elevations, speed drops, and possible cessation of the motor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.